Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead was surgically abandoned due to pacing not delivered when required, high out-of-range pacing impedance, and loss of capture with no asystole. No additional adverse patient effects were reported.